Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stylet was stuck in the lead during an implant procedure. The lead was explanted and exchanged with a new one. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.